Event description:
Add'l info regarding a new adverse event (ae) was rec'd from the affiliate. The add'l info rec'd indicated the pt was included in a clinical study. The pt had a total of four (4) cypher stents implanted during the index procedure. During the index procedure an intra-procedural ae of vessel dissection occurred, and was previously reported involving a cypher 3.0 x 28 mm sent and a cypher 3.0 x 23 mm stent. The add'l info rec'd indicated that the pt had an angiogram at three (3) mos during the f/u period and there was no problem reported. After this visit, the pt stopped visiting the hosp. The add'l ae reported occurred approx eighteen mos after the index procedure. The new ae reported was that the pt expired due to an arrhythmia. An autopsy was not performed. The physician's comment regarding the ae was that since there was no add'l info available, no details are known and that he thinks it is not a problem with the cypher stents.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the mid right coronary artery (rca). The lesion was reported to be: de novo, eccentric, diffusely diseased, mildly calcified, and type c. The lesion was pre-dilated with a 3.0 x 15 mm balloon at 8 atm. A cypher 3.0 x 15 mm stent (stent #1) was implanted at 12 atm for 31-60 sec. An add'l cypher 3.0 x 28 mm stent (stent#2) was implanted at 12 atm for 31-60 sec in overlapping fashion. The stents were post-dilated with a 3.0 x 15 mm balloon at 18 atm. While the balloon was being inflated, a spiral dissection occurred at both ends of the previously implanted overlapping cypher stents. The dissection was treated by implantation of a cypher 2.5 x 23 mm stent (stent #3) at the distal edge of the previous stents in the distal rca. Another cypher 3.5 x 23 mm stent (stent #4) was implanted at the proximal edge of the previously implanted stents at 12 atm for 31-60 sec in the proximal rca. Ivus was done. The residual stenosis was 35.3%. The procedure was finished and the pt was reported to be in stable condition. The physician's comment regarding the possible cause of the dissection was that it might be due to the fact that the pressure of the post-dilitation balloon inside the stent pressed the edge of the initially implanted cypher stent. The prod is not available for eval and testing. Please note that device (cjs23350, lot# i0704058) is distributed outside the united states, however, it is similar to the untied states prod. The clinical impression has been amended to reflect new or corrected info. A female with a history of angina, hypertension, diabetes and hemodialysis experienced a dissection during cypher stent implantation. In addition, the pt expired eighteen mos later. The reason for the pt's initial admission to hosp was not reported; but an elective angiogram revealed a lesion in her mid rca. This pt's gender and history put her at increased risk for mace. Pre procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. The performance or recording of acts was not reported. The mid rca lesion was described as de novo, type c, 71.4% occluded, 47.32mm in length, eccentric, diffusely diseased and mildly calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 12atm. This was followed by the more proximal and overlapping placement of a 3.00 x 28mm cypher stent at a maximum inflation pressure of 12 atm. This was followed by the more proximal and overlapping placement of a 3.00 x 28mm cypher stent at a maximum inflation pressure of 12 atm. These stents were then post-dilated at a maximum inflation pressure of 18 atm. During this post-dilation, a spiral dissection occurred at both ends of the cypher stents. This was treated with the placement of a 2.50 x 23mm cypher stent in the distal rca at an unk maximum inflation pressure. This was followed by the placement of a 3.50 x 23mm cypher stent in the proximal rca at an unknown proximal inflation pressure. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 35.3%. This event of dissection has been previously reported. The pt was discharged from the cath lab in stable condition on medications that included asa, ticlid and heparin. Three mos after the index procedure, the pt underwent a repeat angiogram that revealed 'no problems'. Eighteen mos after the index procedure, the pt experienced an arrhythmia and expired. No autopsy was performed. The products remain implanted in the pt and are thus not available for eval. Mfg record (DHR) review was conducted and the prod met quality requirements for prod acceptance. Vessel dissection is a known procedural risk factor associated with the placement or post-dilation of stents. According to the procedural physician, the possible cause of the dissection was the pressure used during post-dilation. He further stated that the pt's death was not related to the cypher products and that no further info was available. There are pt, vessel and procedural factors that may have contributed to these events. This is one of four products used during the same procedure. Please reference MFR report# 9619099-2005-00890, 9616099-2005-00891, 9616099-2007-01079 and 9616099-2007-01080. Please note that this is the initial/final report for this product.